Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress problem was identified. The cause of the burn marks on the lighting lens could not be determined. It is presumed the dark image was due to the light not reaching the object evenly due to uneven illumination caused by the burnt illumination lens. The event can be detected/prevented by following the instructions for use which state: "chapter 4 usage 4.1 precautions for use [warning]: -increasing the light output of the light source unit may cause the temperature at the endoscope tip to exceed 41°c and reach 50°c. If the surface temperature exceeds 41°c, there is a risk of thermal injury to the mucosa. For proper observation, always use the minimum necessary brightness, for the minimum necessary time, and maintain an appropriate distance from the mucosa. Furthermore, avoid stationary observation at close range and prolonged proximity of the endoscope tip to the mucosa whenever possible. -avoid leaving the endoscope illumination light on before and after examinations whenever possible. Leaving the illumination light on can cause the endoscope tip to overheat, posing a burn risk to the operator and patient. -do not turn off the power to the video system center during examinations. If the video system center is powered off, automatic light adjustment will not function, potentially causing the light intensity to be set to maximum. In this case, the endoscope tip may overheat, posing a burn risk to the operator and patient. For safety use handling and general precautions [warning] -if the endoscopic image becomes dark during use, blood, mucus, or other substances may have adhered to the illumination section at the endoscope tip. To ensure adequate illumination and maintain endoscopic examination safety, withdraw the endoscope from the patient, remove these substances, and then resume use. Continuing use without removal may cause the endoscope tip temperature to rise, potentially discoloring the light emission section due to heat. Furthermore, continued use of an endoscope with a discolored light emission port or one with adhering contaminants may cause the temperature at the endoscope tip to rise, potentially damaging the patient's body cavity or causing burns to the patient or user.". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the part from where light of light source emit (scope distal end) was burnt and the image was dark. There are no reports of patient harm.